Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were on disconnect mode. A technical support specialist (tss) checked the services and found that data sync, structured query language (sql) server agent, and sql server browser were not running. All three services were started, and tss successfully connected to the database instance through sql server management studio (ssms) and logged into patient encounter system (pes) and health sight viewer (hsv). On hsv, no device communication alerts were present, but the extract transform load (etl) process showed delays. Reviewing the etl history in ssms confirmed that the etl had been delayed. Tss stopped, disabled, enabled, and restarted the etl job, which ran successfully and returned to a current state. The etl delay notification on hsv cleared, and the etl was verified to be running every five minutes. A server downtime query was then executed, and results confirmed that the connection had returned to normal. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed all stations were on disconnect mode and user was not able to access the server, the login page would not load. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.